Manufacturer narrative:
Date of event: date of event was approximated to on (B)(6) 2009, implant date, as no event date was reported. Initial reporter name and address: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). Imdrf patient code e2401 captures the reportable event of unspecified injury. Imdrf impact code f12 has been used in the light of the patient sought legal recourse for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during a vaginal hysterectomy + laparoscopic sacral colpopexy + suburethral sling + cystourethroscopy procedure performed on (B)(6) 2009 for prolapse uterovaginal, cystocele midline, enterocele and stress urinary incontinence. As reported by the patient's attorney, the patient experienced an unknown injury.